Manufacturer narrative:
This report is for an unknown screws: locking: trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The reported event required medical/surgical intervention to preclude permanent damage to a body structure and for surgical intervention, medical device removal, infection, nonunion and pain. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure because of a long trochanteric fixation nail advanced (tfna) nail which was broken at the bump cut due to a non-union and possible signs of infection inside the nail. Initially, the patient was implanted with the reported tfna last (B)(6) 2019. The issue was discovered when the patient experienced pain on his hip. During the revision procedure, the reported nail was removed and was sent for culture testing as there was an unusual white-colored tissue/substance in the canal of the nail, then a total hip arthroplasty (tha) was implanted. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This complaint involves unknown number of devices. This report is 3 of 3 for (B)(4).